Event description:
It was reported that the device reached elective replacement (eri) earlier than expected as the device showed high battery impedance and longevity calculation of four to twenty-four months. Eri tripped only two months later, indicating possible premature battery depletion. The device had been programmed to high output as the patient physiologically necessity for some time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.